Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the prestige grasper during surgery. During a laparoscopic procedure, it was noted that the grasper would not hold tissue. Neither grasper would hold when ratcheted down. There was a minor delay while another sterile instrument was opened and used. There was no additional information available.

Manufacturer narrative:
Manufacturer evaluation: device 1: the complaint device was returned to the manufacturer for physical evaluation. The device was previously repaired by aesculap technical service in february 2019. A visual examination revealed that different insulation material was present as a result of this repair. Functional testing was performed which identified a locking mechanism failure. The device history records (DHR) were reviewed for all available lot numbers; the devices were found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. As the locking mechanism did not function, that is the most likely cause for the inability to lock in place while holding tissue. Therefore, the reported defect was confirmed. Device 2: the complaint device was returned to the manufacturer for physical evaluation. The device was previously repaired by aesculap technical service in february 2019. A visual examination revealed no visible defects; however, the insulation had been previously repaired. Functional testing was performed and the device met specification for the functional grip test. The device history records (DHR) were reviewed for all available lot numbers; the devices were found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. The investigation into the cause of the reported problem was not able to confirm the failure mode. The issue of grasper would not hold tissue was not able to be duplicated during the evaluation. Therefore, the reported defect was not confirmed.

Manufacturer narrative:
Manufacturer evaluation: the complaint device was returned to the manufacturer for physical evaluation. A visual examination revealed, that the device showed signs of repair (shrink tube). The device history records (DHR) were reviewed, for all available lot numbers. The devices were found to be within specification at the time of production. All device history records (DHR) are reviewed and released, according to documented procedures. And a device is not released, if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident was not able to determined, due to the condition of the returned device. Therefore, the investigation was not able to confirm, a device or production problem that would have resulted in the reported event.